Event description:
Ventilated patient having difficulty breathing. Respiratory therapist reviewed vent settings and discovered that it was not reading out tidal volumes on the inspiratory side but was reading out volumes on the expiratory side. This vent was switched out and removed from service as it was suspected that the vent was not working properly.